Manufacturer narrative:
The insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, signal too low alarm, unexpected restart alarm, button keypad anomaly, flashing anomaly due to blank display. No vibration anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced blank display, button/keypad anomaly and pump alarmed. After the blank display troubleshooting, the display returned. The customer was advised the pump was being replaced due to a keypad issue. The pump also alarmed several times. The customer's blood glucose was 107mg/dl.